Manufacturer narrative:
Investigation summary: there is an indication of a bd pcr cartridges (ref. 437519) issue for the lot used by the customer based on the analysis of the complaints received for unusual curves presenting an upward drift in the cy5 channel when using the bd pcr cartridges with the bd max rvp assay. There is also an indication of a bd pcr cartridges (ref. 437519) issue for the lot stated in the customer¿s complaint based on the analysis of the complaints received for cy5.5 channel fluorescence issue and/or unresolved results with the bd max ebp assay. The root cause for the cy5 and cy5.5 channel fluorescence signal issues associated with the bd pcr cartridges lot was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd quality will continue to monitor for trends. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd pcr cartridge, there were an unknown number of false positive results. There was no report of patient impact.